Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Omsc assumed that an accidental failure of the circuit board that controls lighting. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The evaluation of the device by (B)(4) confirmed the following; the reported event was reproduced. And a lamp error (e105) occurred. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before a therapeutic procedure, a lamp intensity error (e107) occurred. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional and corrected information.